Event description:
Event determined to be reportable based on device analysis approved 05/23/2007: it was reported that during a drug-eluting stenting procedure of the tortuous mid left anterior descending (lad) artery, the taxus liberte 28mm x 3.00mm stent delivery system (sds) was unable to cross the lesion. The device was removed, however, it was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal edge of the stent. Some proximal stent struts were raised. This type of damage is consistent with the delivery system encountering some form of restriction. It is advised in the taxus liberte directions for use (dfu) that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.